Manufacturer narrative:
Device evaluation summary: electrode belt sn (B)(4) was not returned to the manufacturer. No equipment deficiencies were alleged against the device. Evaluation method: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had skin irritation caused by the lifevest. The patient alleged a blister under her front therapy electrode (te) pad about the size of the te pad. The patient also reported using a cream. Follow-up indicated that the patient still had the blister and she was not wearing the lifevest. Per the patient's physician, she ended use of the lifevest.